Event description:
It was reported that the customer was hit by a car and as a result, the pump touch screen became shattered and unreadable. Customer's blood glucose was approximately 200 mg/dl. The customer reverted to manual injections for insulin therapy.